Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of this incident. A technical support specialist (tss) reached out to the customer to investigate. However, the customer resolved the issue and requested to close the case. The system functioned as intended after customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a storage space failure occurred involving auxiliary drawer 4-a1 cubie pocket containing vancomycin 1 g vial. The system displayed a "device not detected on bus" message, and the entire drawer appeared to be undetected. The device was powered off and back on; however, the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.